Event description:
It was reported that the 840 ventilator had an erratic display. There was no pt involvement. Customer decided not to repair the display since the functionality on the vent was not affected. Covidien is not authorized to service the device.

Manufacturer narrative:
Covidien ref number: (B)(4).